Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker had a remaining longevity of three years. One year previously the remaining longevity was seven years. Data review found the average atrial sensing rate was 231 beats per minute (bpm) which can cause an increase in power consumption. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported.